Manufacturer narrative:
The pt was revised 5 days after prior surgery to remedy a dislocation. The revision surgery consisted of replacing the head, adaptor and socket insert. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. A concomitant part had one ncmr for a dimensional nonconformance that was dispositioned return to vendor. This is the 8th complaint for this part number, first for the lot #. Three prior complaints were for infection, three for dislocations related to trauma, and one for a torn rotator cuff. No info was provided regarding pt activity, accidents, or medical contra indications that would lead to dislocation. Possible causes include soft tissue laxity or trauma. There are no indications of material, design, or mfg problems that would contribute to dislocation.

Event description:
Pt had a problem with chronic dislocation.